Event description:
A malfunction was reported, and technical support provided guidance on resetting the pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support if any issues reappeared.